Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the hdmi panel. The system then passed the system checkout and was found to be fully functional. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the hdmi out was giving intermittent connection to the external monitor. A manufacturer representative had used multiple external cables and typically had to wiggle the cable at the hdmi port to get a solid connection. This issue was noted outside of a procedure, and there was no patient involvement.